Manufacturer narrative:
Reporter phone number: (B)(6). During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient was unable to connect with the ipg following an ipg revision procedure on (B)(6) 2022 (related manufacturer reference number: 1627487-2022-06744). The issue has been resolved.

Event description:
Additional information received indicates that no surgical intervention took place on (B)(6) 2022. It was just a bluetooth pairing issue that was resolved through troubleshooting.

Manufacturer narrative:
Per the additional information received, this event is no longer reportable.

Manufacturer narrative:
Per additional information this event is no longer reportable.

Event description:
Information indicates that the ipg revision took place on (B)(6) 2022 (related manufacturer reference number: 1627487-2022-06744). The connection issue was a bluetooth paring issue.